Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors m-11 and c-38 and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that the monopolar cuts out periodically with faults m-11 and c-38. Tse advised power cycling integrated electrosurgical unit (iesu) or erbe when clinically possible. The customer tried both erbe ports and back up I&a; however, the issue persisted. The customer reported they opted to use a third-party generator. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with another davinci tower from one of our other robotic operating rooms (different erbe machine). The faulty erbe machine was replaced the following day by our local davinci engineer. The procedure was completed robotically. There was no patient injury or harm.